Manufacturer narrative:
Qn#(B)(4). A visual nor functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history review for the product auto endo5 ml, lot #73h1600271 investigation did not show issues related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the sample is not available is not possible to determine the source of the defect reported. The customer complaint cannot be confirmed because the product sample is not available to perform a proper investigation and to determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
During the single incision laparoscopic surgery in a patient who has malignant neoplasm of sigmoid colon. When the clip was loaded, the jaw was not fully opened so could not be used. This defect occurred after using 10 clips. There was no patient injury.